Event description:
Pt was undergoing mitral valve repair procedure. During placement of the endocoronary sinus catheter, a contrast injection showed leakage in the pericardium. Thoracotomy and pericardiolony as perform, but no injury was found. A sternotomy was performed (still no injury found) and the intended mitral valve repair was completed. Toward the end of the case, a perfoation of the part of the right ventricle and discovered and repaired uneventfully.